Event description:
The customer reported that the guidewire was partially ruptured. There were no patient complications reported.

Manufacturer narrative:
One 7f 20cm double lumen multi-med catheter was returned with a 0.034¿ x 60cm guidewire. Examination of the returned guidewire found that there was a weld break on the "j" tip end of the wire. The outer coil wire had been uncoiled over a 15cm area of the guidewire. A new laboratory sample guidewire was passed tip to hub and hub to tip and the guidewire passed freely the entire length in both directions. There were no missing parts of the guidewire observed. All through lumens were patent and did not leak. The catheter body was returned undamaged. A review of the manufacturing records indicated that the product met specifications upon release. The complaint of ¿guidewire partially ruptured¿ was confirmed; however, there are no indications that this is related to the manufacturing process. Although the root cause of the damage cannot be conclusively determined, handling factors may have contributed to the event. As stated in the product IFU, the guidewire should never be forced. If difficulty is met during insertion of the guidewire, completely withdraw the guidewire and re-attempt insertion.